Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported that after a replacement procedure was performed on (B)(6) 2016, the consumer complained of physical deconditioning (ill health). Electrode impedance showed abnormal value for electrode #3 (>40000 ohms). X-ray images were taken due to suspected connection failure, and identified incomplete connection. A re-operation was performed on (B)(6) 2016 and after reconnection, the physician confirmed that electrode impedances were within normal range and closed the wound site. The attending physician considered that the consumer complained of discomfort as electrodes were connected with positional dislocation due to connection failure (incomplete connection) and stimulation with the set up electrode polarity could not be delivered. The issue was resolved at the time of the report. The consumer's underlying disease was noted as parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.